Event description:
Procedure type: unk. Pt gender: unk. According to the reporter, during the coagulation of a vessel, the instrument did not run well even though a sound was heard. When the instrument was removed would still flow out. No pt injury was reported. Numerous attempts were made to obtain add'l info regarding the pt and the procedure, however to this date nothing has been provided. If add'l info is obtained a supplemental FDA form 3500a with the new info will be sent.